Event description:
Complainant alleged that during a routine shift check by a clinician, the device does not power on. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corp. For evaluation. Instead, the suspect system board was returned. Extensive testing of the system board was unable to duplicate the reported malfunction. Zoll received information indicating the replacement of the module corrected the rpeorted malfunction.